Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open resection of the colon, the stapler would not fire. It was stated that the white pusher could not be moved on the reload so no staples could be placed on the tissue. Another loading unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was partially disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.